Event description:
Received info regarding a luer lock loose/disconnected from the infusion set. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up report will be submitted.